Event description:
The customer stated that she tested her blood glucose using her breeze2 meter and her one touch meter. The breeze2 meter read 300 mg/dl, while the one touch read 132 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The sample disc is to be returned for eval. A replacement disc was sent to the customer.